Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, images were full of lines when the evis exera iii video system center was used with compatible camera head. A scope not recognized error was also received when connected to a flexible 190 scope. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
Upon inspection and testing of the returned device, it was observed that the device displayed an error code e315. This report is being submitted for the line noise on the screen, as well as the error code e315.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to d9 and g2. The device was returned to olympus for inspection, and the customer's complaint (line noise on the screen) was not confirmed. However, the repair center confirmed that scope displayed communication error e315 and e216 which occurred due to a loose receptacle lock. Additionally, the front cover and top cover were stained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 occurred due to loosened locking of receptacle. However, a final root cause of the loosened locking of the receptacle was unable to be identified. Additionally, the root cause of the line noise on the image was unable to be identified, as the event was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.